Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, display window, reservoir tube lip, and battery tube threads. Unit received with minor scratched display window and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was unable to clear the button error alarm. The insulin pump was exposed to sweat. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. She did not have a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.